Manufacturer narrative:
The reported incident occurred on the initial use of the product. The consumer used the product on warts that were not diagnosed by a physician and administered by his wife. After the adverse reaction occurred, the consumer sought dermatological help where he received advantam ointment (1mg) to use on his injuries twice a day. He is scheduled to return to the physician on (B)(6) 2016 where he will be assessed before having the warts surgically removed. The consumer did not seek medical treatment for the 102 f fever. Product not available.

Event description:
A consumer located in (B)(6) reported that after using the product on three warts (on neck, back, and left shoulder) he developed 102 f fever with swollen warts which looked like "nipples". He also reported that he missed a day of work because he was unable to lower his arm.